Event description:
It was reported by our agent that a gamma long nail was implanted on (B)(6) 2014. The nail broke and the patient was revised on (B)(6) 2014, with new gamma long nail.

Manufacturer narrative:
The review of manufacturing documents revealed no deviation in material resp. In the manufacturing process. Mechanical damages ¿ drill marks ¿ and chamfer ¿like material abrasion at the lateral edge of the anterior bridge had been caused by contact with the step drill. Such damages cause additional notch effects. The nail broke in fatigue manner. Referring to a smooth topography of the breakage surface of the posterior bridge ¿ including lines of rest running from lateral towards medial ¿ it was concluded that this web had separated first. The fissured surface of the anterior bridge identified that this web most likely broke with delay but in the same manner. Significant material deformation of the inferior edge of the proximal drill hole at medial identified high axial load application. The counterparts ¿ seized material, scuffed off coating ¿ were found on the shaft of the lag screw. Worn material in the inferior edge of the distal drill hole identified high axial load application. On available x-rays it could not be determined if the lateral gap, found on x-ray dated (B)(6), presented the original bone breakage. The nail broke after an implantation period of approx. 8 months in fatigue manner. Contributing side effects may be intra-operative material damage and high load application. According to available information a more precise state statement was not possible from technical point of view. In case further relevant information should become available, we reserve the right to update the investigation and change the root cause. A deficiency of the nail was not verified.

Event description:
It was reported by our agent that a gamma long nail was implanted on (B)(6) 2014. The nail broke and the patient was revised on (B)(6) 2014, with new gamma long nail.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.